Event description:
In early 2005, I went to see a dr. I would like to notate that this was only to be a consultation for a preventative measure, as I am an actress and I wanted to maintain my good skin condition. However, dr turned this into a money making opportunity and sold me on using the candela laser "v beam" and "smooth beam" lasers at that consultation. He told me it is a "lunchtime" procedure and would not damage or injure my skin at all. This was a lie. Further, he ignored the FDA, and used both of these lasers at the same sitting, when they were not approved to be used together. They are to be used separately on separate appointments. However, dr never bothered to mention this fact to me when he overbearingly told me that they 'both had to be used together', when I objected to having anything done on my beautiful skin on my cheeks. Dr insisted on using both the v beam and the smooth beam together. This is in direct violation of FDA approval. The results were a disaster. I had severe bruising, swelling hyper-pigmentation, and redness, like I had been cooked like a tomato. I was in severe pain, like I had been burnt. The doctor rushed out of the room and said nothing. When I called him a few days later to complain via phone, since my face was hurting and I could not work - he went into a copy denial. No follow up procedures or instructions were given. I was only given a bill to pay at the front desk and had to walk out of the office looking like I had been mugged and beaten. I was totally embarrassed, but more importantly very concerned about my physical state. This laser procedure seriously injured my skin. I am still healing, four years later, from this one time event that caused me injury. I would like both this doctor [who has violated your guidelines for the usage of these lasers], as well as the candela corporation to be investigated. These are dangerous lasers. Dates of use: one time only, 2005. Event abated after use stopped or dose reduced?: no. Candela corp., v beam and smooth beam laser early 2005, one time used improperly by a dr.